Event description:
It as reported that the inflatable penile prosthesis (ipp) pump was explanted because the pump could not be used. When the device was originally implanted it was "in good use." Then "in (B)(6) 2019, it was found that the pump button could not pop out and had been inactivated and could not be used normally." There were no patient complications reported. It was further reported that the patient had no other symptoms. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.